Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
The piab claim reported that the patient had a right hip revision on (B)(6) 2017 and then experienced pain and loss of function in his right hip. After extensive investigations which commenced on (B)(6) 2019, he was advised in (B)(6) 2019 that the stryker v40 cemented stem had cracked and a further revision was required as a result.